Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right atrial lead was surgically abandoned due to impedance measurements greater than 2500 ohms and a lead fracture. No adverse patient effects were noted.